Manufacturer narrative:
(B) (4)

Event description:
Literature: rocque bg, albright al. Infraclavicular fossa as an alternate site for placement of intrathecal infusion pumps: technical note. Neurosurgery. Feb;66(2):e402-403. Summary: this article was to report the implantation method of placing synchromed ii pumps in the infraclavicular fossa as opposed to the classic site for placement in the abdominal wall. Reportable event: this pt was a (B) (6) girl with arthrogryposis and severe contractures. The pt had intractable pain secondary to her underlying condition, and an intrathecal pump was indicated. The pt sat with extremely flexed posture such that the inferior border of her rib cage was against the pelvic brim. The pt had the pump placed in the right infraclavicular fossa. The intrathecal catheter was placed via a cervical hemilaminectomy above her previous spinal fusion construct. The pt underwent placement of a halo fixation device, before a planned cervical fusion 3 months after pump placement. This resulted in an aspiration event leading to the death of the pt. Her death was related to airway compromise in the halo device.